Manufacturer narrative:
A review of the device history record/further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported right side ¿valve defect¿, ¿leaking¿, chest pain, mastodynia, pain, numbness in upper extremities, infected breast implant, grade iii capsular contractures, and enlarged axillary lymph nodes. The device has been explanted.